Manufacturer narrative:
The customer¿s report of fluid leaking from a texium-bonded secondary set during infusion was not confirmed. Visual inspection of the set did not reveal any discernible damage to the tubing set. Microscopic inspection of the inside of the texium valve did not reveal any abnormalities. Functional and pressure testing resulted in no leaking. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during a perjeta infusion the secondary set leaked and once the secondary set was changed the leak stopped. Other than delay in therapy, there was no report of patient harm.